Event description:
It was reported by the vns patient's daughter that the patient no longer feels stimulation from the vns and she thinks the battery is dead. The vns reportedly helped the patient in the past however the patient's depression and anxiety have returned since the battery is no longer working. The patient has not been evaluated by a psychiatrist for some time and the vns has not been checked by a physician. Attempts for additional information have been unsuccessful to date.